Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report of the device not powering up was not replicated or confirmed. The device was put through extensive testing which included debug and final testing without duplicating the malfunction. No trend is associated with reports of this type. Review of the device logs did not find evidence to support the reported event. The customer's report of the device not recognizing the multifunction cable was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant alleged that during subsequent testing, the device was unable to recognize the attached multi-function cable.